Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom "evaluate and repair as needed" which was reproduced. Eval found a failing upstream sensor and presence of air in line alarms in the history log. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump was to be evaluated and repaired as needed. Any pt involvement, injury or medical intervention is unk.